Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were kept by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory.

Event description:
A report was received that a pt was explanted due to infection. The infection was related to the implant procedure. The pt is reportedly doing well.